Event description:
It was reported the patient has not had stimulation since going through airport scanners this spring and she has new pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4). Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Event description:
Additional information showed the patient's device was reprogrammed, but it was not able to capture the new pain. No other interventions were reported.